Event description:
Inaccurate erratic results with a one touch meter. The patient's blood glucose results were 126, 241, and 145 mg/dl. Tests were done within 11-20 minutes with a difference of 40%. Patient did not experience any adverse events. No further information has been reported.